Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that zoom function would not work smoothly, water could not be supplied due to clogged secondary water supply channel, light guide lens was discolored, the objective lens was discolored, the suction cylinder was discolored, the paint on the suction cylinder was peeled, the scope connector was discolored, the suction cylinder was shaved, the control unit was discolored, the water removal ability and the air supply volume was out of specification due to clogged nozzle, the adhesive on the bending section cover was chipped, there was play in the up/down knob due to wear of the angulation wire, and the bending angle in up direction was out of specification due to wear of the angulation wire. The protector of universal cord on scope connector side, the scope connector cover, the up/down knob, the flexibility adjustment ting, the switch box, the scope cover, the switch button#1, the scope connector, the universal cord, the grip, the control unit, the plastic distal end cover and the connecting tube was scratched. The customer cleaned, disinfected, and sterilized the device before it was sent it to olympus. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in the detergent solution. The air/water nozzle was not wiped/brushed with a lint free cloth/brush/sponge. The air/water nozzle was flushed with the detergent solution. The auxiliary water channel was not flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image was out of focus and it would zoom automatically. The device was returned for evaluation. During the device evaluation, a foreign object was inside the nozzle and in the sub water supply channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the customer¿s response, reprocessing was not conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle and auxiliary water channel could not be identified. However, it¿s likely the cause is related to reprocessing deviating from the instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.